Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed, displayed a proximal error and the screen was black. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer reported the reported issue was addressed and fixed. Resolution and repair: the customer reported the reported issue was addressed and fixed. Several follow attempts were made for additional information, the customer did not respond.

Manufacturer narrative:
Added reporting source information.